Manufacturer narrative:
Complaint conclusion:  during the use of a saber balloon catheter (6mm x 10cm 150cm), it was reported inflated as a pre-dilatation. However it ruptured at 7 to 8 atm (seven to eight atmospheres) during its initial dilatation. Therefore it was removed intact with no difficulties and replaced with a new non-cordis balloon catheter and the procedure was finished successfully. There was no reported patient injury. The target lesion was the femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was unknown. A contralateral approach was made from the left common femoral artery to the right superficial femoral artery with a sheath introducer. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio was 50:50. The unknown indeflator was used successfully with other devices. A guide wire crossed the lesion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The product was not returned for analysis. A device history record (DHR) review of lot 16098329 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with an unknown rate of stenosis may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During the use of a saber balloon catheter (6mm x 10cm 150cm), it was reported inflated as a pre-dilatation. However it ruptured at 7 to 8 atm (seven to eight atmospheres) during its initial dilatation. Therefore it was removed intact with no difficulties and replaced with a new non-cordis balloon catheter and the procedure was finished successfully. There was no reported patient injury. The target lesion was the femoral artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was unknown. A contralateral approach was made from the left common femoral artery to the right superficial femoral artery with a sheath introducer. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device was prepped normally, maintaining negative pressure. The contrast media used is unknown and the contrast to saline ratio was 50:50. The unknown indeflator was used successfully with other devices. A guide wire crossed the lesion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used.